Event description:
It was reported prior to use of bd vacutainer® serum blood collection tubes one tube was found with glass inside. The tube was intact. There was no health impact or consequences reported.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 2 photos were provided for investigation. Visual examination of the photos was performed and revealed fm on the inside of the tube. There are particles on the inside of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.